Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the procedure was sent to the contact person with a note that stated "clip scissoring". The surgeon could not be determined. There was no consequence to the patient.